Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that all of the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2014 with the following findings: there was no evidence of peeling or damage to the keypad cover. The okay button was over responsive. However, the contrast, down arrow, and up arrow buttons were normally responsive. The keypad cover was removed and there was no evidence of contamination on the key contacts. The okay button was observed to have an inverted key contact. Unrelated to the original complaint, the battery compartment was cracked in three places: near the top, below the bumper pad, and between the bumper pad and the top. The display was found to be dim and pink. A crack in the case near the upper right corner of the display was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.